Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump could not be charged. Subsequently, the pump depleted and shut off.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 25% to 0%. Subsequently, the pump shut off. The pump was connected to a power source however was unable to be turned on. The customer¿s blood glucose (bg) level was 280-300 (mg/dl) and a manual injection was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.